Event description:
Patient reported unknown side "rupture," and hell/surface of one of the implants had completely dissolved." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.